Event description:
Baxter reported that leakage and a hole was noticed in a transfer set. The date of how long the set was in use is unknown. Although prophylactic antibiotics were administered, there was no patient injury or medical intervention indicated at the time of the initial report.